Manufacturer narrative:
Date of postoperative nail breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to a broken proximal femoral nail antirotation (pfna) nail. Initially, the patient had an unknown orthopedic procedure for implantation with pfna system on (B)(6) 2019. During removal of the broken pfna nail, a new longer pfna nail was implanted. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. Concomitant devices reported: unknown blade (part# unknown, lot# unknown, quantity 1), unknown locking screw (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 472.266s. Lot: 3l06112. Manufacturing site: bettlach. Release to warehouse date: 08. Feb. 2019. Expiry date: 01. Feb. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate 1l15923 was reviewed and the used material was according to iso-5832-11 specification for implants for surgery. X-ray review: the received x-ray confirm the issue as per event description; the complaint therefore has been determined to be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon commented that the fracture line led exactly to the distal screw connection and thus it acted like a predetermined breaking point. Concomitant devices reported: proximal femoral nail antirotation (pfna) blade (part# 04.027.032s, lot# 3l33467, quantity 1), locking bolts (part# 459.380, lot# 5945739, quantity 1).